Event description:
It is reported that in 1998 patient underwent revision of their right total hip, implanted in 1994, as a result of difficulties with subluxation. During the procedure a new zimmer femoral head medium was implanted to replace the previous zimmer femoral head short and a new trilogy 20 degree elevated rim acetabular liner was implanted to replace the previous trilogy 10 degree elevated rim acetabular liner. Post-operatively, patient again experienced difficulty with subluxation and as a result a second revision procedure was performed in 1999 where a new zimmer femoral head long, trilogy 20 degree elevated rim acetabular liner (crosslinked poly) and trilogy acetabular shell were placed.